Manufacturer narrative:
Pcoip 9735796 zero client s8 svc: lot number 671a7p78v72 unknown h3: a medtronic representative went to the site to test the equipment. Testing was able to confirm pcoip client failure. Analysis was able to replaced pcoip. Completed system checkout and found no issues with the system. Self test was completed with no errors. Fdm 10, fdr 180 and fdc 4307 applies to system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No servicing/analysis has been performed at the time of filing. Concomitant medical products: other relevant device(s) are: product ID: 9735796, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial procedure. It was reported the system had an intermittent unresponsive screen. The system displayed a pc over ip (pcoip) error during the navigation task and the cart monitors went black. The system then came back on its own to where it previously was, indicating that it did not completely reboot. The surgeon did not notice that the monitors went black and continued the procedure. It was noted by the manufacturer representative that this was a pcoip issue and no steps could have been taken to prevent this from happening. There was no impact to the patient outcome and a less than 1 hour delay to the procedure.

Manufacturer narrative:
H3, h6: the pcoip zero client was returned for product analysis. The unit was tested and found to be configured to auto negotiation. The log indicated that there were 2 occurrences of software caused resets. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.